Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received errors two times while performing self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump errors 63 and 4 are confirmed in the unit¿s history file. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unusual unexpected error messages, insulin flow block, pump error 63 or 4 were noted during testing; however, pump error 63 is confirmed in the formatted history file due to a broken trace at the keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.